Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. It was reported that the patient's skin "started to break" . There was no alleged device malfunction. The patient's physician directed the staff to apply and unknown lotion on the irritation. The patient's rash had improved.